Event description:
It was reported that a device was used during a cholecystectomy. It was reported the device's stopcock was loose. Another device was used to complete the case. There was no consequence to the patient.